Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient experienced glare during night time causing difficulty to drive. Additional information was received stating the lens was explanted and replaced with same power monofocal lens. The surgeon's prognosis was good. The current status of patient was reported as still evaluating.

Manufacturer narrative:
Additional information provided in h.3. And h.11. The reported exchange of a company lens to a company lens of different model may suggest that the replacement lens model was an improved choice for the patient's vision needs. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).